Manufacturer narrative:
Na.

Event description:
The therapist was instructing her (B)(6) pt on handling and use of the comfort cool abduction splint while heating it in the microwave to soften the thermoplastic plastic support for a custom fit on her pt's wrist. The instructions for use indicate "to heat the splint at 20 second intervals" and for a time "no longer than 2 minutes." The splint was overheated and caught fire in the microwave, rendering the product unusable for the pt. Therapist did not follow product instructions for use.